Manufacturer narrative:
Product code: dqx this MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
The complainant reported that the hydrophilic wire distal tip was unevenly coated. The product was not used, and there was no reported impact to the patient as a result of the product issue. It was further noted that the polymer material located at the distal tip was partially elongated, giving the appearance of a distorted distal tip.